Event description:
Boston scientific received information that this patient received an inappropriate shock for non-sustained ventricular tachycardia. Additionally the right ventricular (rv) lead exhibited high out of range shocking impedances. After delivering 2 high energy shocks, the impedances were back within normal limits. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary